Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the deflectable videoscope received an unspecified scope communication error code. The error code occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure of scope communication error was not confirmed. Based on the results of the investigation and historical data, a root cause could not be determined and the malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.